Event description:
Paramedics arrived on scene of a person described as in cardiac arrest. Reportedly, when an attempt was made to defibrillate the pt, the device displayed connect electrodes. An AED brought on scene by a bls crew was used to administer defirbillator therapy to the pt five times. The pt was resuscitated and transported to the hosp.